Event description:
It was reported that the device was found to be in backup vvi mode. It was noted that the reset was due to weak transmission signal with the remote monitoring device. A device download was performed successfully, and the device was reprogrammed to previous programmed settings.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.